Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device was making an abnormal sound. During repair of the device, it was determined that the device had a corroded bearing, sticky trigger, excessive noise and could not insert cutter. It was further determined that the device failed pretest for check the attachment coupling, check the cannulation and check for sticky triggers. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.